Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired for unspecified cause. At the time of the patient's death, there were no allegations against the functionality of the device. Now, ten months later, the family of the patient has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Not returned. Event conclusion: the device was likely buried with the patient as it has not been returned for analysis. A request has been made to identify the cause of death and the location of the device, however, as of the date of this report, it remains unknown. We will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. In june, 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population. While this device was part of the advisory population, we do not have sufficient information to determine if this device behaved in the manner described in the advisory.